Manufacturer narrative:
An evaluation was performed by smith and nephew and could not confirm the customer complaint for the entire picture cut out. A visual inspection was performed and showed no damage to the camera head. The camera head was attached to the camera system and provided a clear sharp image on the monitor. No manufacturing related defects were observed. No further investigation is required.

Manufacturer narrative:
Awaiting reciept of device.

Event description:
It was reported the entire picture cut out, had to keep moving connection to keep it going. No delay was noted. No patient injury or complications were reported.